Event description:
It was reported that after successful deployment of a biliary stent in a basilic vein, the delivery system was difficult to remove and some force was applied. Upon removal, the distal tip of the inner catheter was noted to have detached from the delivery system and was still on the guide wire. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The infestation is currently underway.